Manufacturer narrative:
The insulin pump had no unexpected motor error alarms noted during testing. The insulin pump passed off no power test, unexpected restart error test, displacement test and rewind test. The operating currents were in specification. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk noted. The insulin pump was received with missing horizontal line segment due to cracked zebra connector on lcd board noted. The insulin pump had moisture damage on all electronic assemblies noted. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap is protruded. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced. The customer was offered to troubleshoot for the motor error but declined.